Event description:
The surgeon inserted an aq2003v 3 piece silicone lens. The lens leading haptic tore off during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the haptic tearing off is unknown.